Manufacturer narrative:
Analysis summary: analysis confirmed the customer comment that the touch screen was broken and it was replaced and calibrated to resolve. New software was installed, the device was cleaned and it then passed its electrical safety as well as all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a broken screen and a calibration issue. The programmer has not been received into service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service.